Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2020, it was reported that the patient was using a dexcom g6 back in 2020 when the device was not reading, but also couldn't pinpoint what the error was. The patient did not mention any alerts or alarms as warning from her display device (display device not specified). The patient probably experienced hypoglycemia and became unconscious. Her family brought her to the hospital and she said she doesn't remember anything because she was in a "diabetic coma¿. There were no cgm nor bg values reported. The patient was not aware what interventions or treatments were given to her. The patient didn¿t remember how long she was hospitalized. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.